Event description:
I purchased this shower chair because I can't stand for long periods. My old chair I had for 6 years and I needed a new one. I purchased a chair that was supposed to hold 400 lbs. Just to be sure I would be safe. The fist time I used it, the chair seat broke in half. I went crashing to the floor. I had a hard time turning the shower off and trying to get out of the shower. It took me 2 hrs. No one was there to help and I was on the floor for 6 hours because I couldn't get up. I had to call the fire department to help. The consequences are: fear of taking a shower. Even worse my knees were affected. I can't get up and down without pain and sometimes I can't get up at all. Because of the pain and unsteadiness, I now have to use a cane. Now I have to depend on my daughter . I have no independence. I can't enjoy my home anymore because I can't get around. Please take this inferior product off the market so that no one else has to go through what I am. (B)(6). Purchased at (B)(6) and sent to my home. Bill address: (B)(6). Manufactures address: (B)(4).